Manufacturer narrative:
Device evaluation: the pump was returned to animas and evaluated on 05-feb-2018 with the following findings: the display screen was dim and discolored. The battery compartment was found to be cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the display screen was dim and discolored. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no serious injury associated with this complaint.